Event description:
Customer called wanting to check her insulin pump because she has been having issues. Last night she had to do three infusion set changes. Her continuous glucose monitoring system alarmed and she found that her infusion set was kinked. This one has been fine. She thinks her basal might not be going through. Customer's blood glucose was 498 mg/dl. She treated with the insulin pump and a manual injection. Customer experienced nausea. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer is calling back after receiving tubing clamps to complete the high pressure test. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).